Event description:
Event description boston scientific received information that this right ventricular (rv) lead was replaced with another boston scientific rv lead due to the presence of noise on the shocking and sensing channels, which resulted in inappropriate non-sustained ventricular tachycardia (nsvt) episodes and pacing inhibition. The noise occurred when the patient breathed deeply, and began approximately six weeks prior to the replacement procedure. In addition, the cardiac resynchronization therapy-defibrillator (crt-d) was electively explanted and replaced with a boston scientific rf (radio frequency) crt-d. No other patient effects were reported.